Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a red 'x' display in the ready for use (rfu) indicator. There was no patient involvement.